Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported issue. The fsr replaced the roller pump. The fsr performed verification/release testing. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump in the cardioplegia position displayed a 'belt slip' message multiple times. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log analysis: the log showed that the issue likely occurred on (B)(6) 2021. On (B)(6) 2021, the pump logged many 'underspeed (head < demand)' and 'underspeed (belt slip)' events. This would cause the reported 'belt slip' error messages. The log confirms the complaint.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. The service repair technician (srt) retensioned the belt and the problem was corrected. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to function as intended. He connected the roller pump to lab use only (luo) testing equipment. The pst inserted tubing into the pump race, set the occlusion, and set the speed to eight liters per minute (l/min). The roller pump was monitored for 18.88 hours and 208,600 pump rotations with no observation of a belt slip. The roller pump met specification. The pst did observe 'belt slip jam status' events in the log data on (B)(6) 2021 and around the date of the reported event, but none on (B)(6) 2021, the reported date of event.